Event description:
The customer reported to olympus, that during a therapeutic, laparoscopic cholecystectomy procedure, the electricity was coming back onto the hf-electrode hook. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the affected device was not made available for an investigation, the cause for the described issue cannot be determined. However, it is assumed that it was caused by a handling error during reprocessing and general wear and tear. Additionally, it likely the insulation of the electrode was damaged. Olympus will continue to monitor field performance for this device.